Manufacturer narrative:
This event occurred on unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking. This was identified after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between: june 20, 2018 to june 21, 2018. The actual device was not available; however, two companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on both companion samples with no leaks observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.